Manufacturer narrative:
On (B)(6) 2017: due to the occlusion alarm, the customer experienced an increase of 1% in their aic levels.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during a bolus delivery. The customer's blood glucose (bg) level was 203mg/dl and a manual injection was administered to address the bg level. A system check was performed and the occlusion was within the cartridge. A new cartridge was loaded and insulin deliveries were successfully resumed.